Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier for out of range impedance. The lead exhibited a high out of range pacing lead impedance. The lead exhibited normal and stable capture, sensing, and pacing lead impedance in clinic. Lead testing did not reproduce any out of range measurements or noise. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.